Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient underwent cystoscopy; bilateral double-j stent insertion; urethral catheterization; closure of vesicovaginal fistula, vaginal approach on (B)(6) 2012 due to vesicovaginal fistula and sui. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence.

Manufacturer narrative:
(B)(4) - urinary problems; undefined recurrence. Additional narrative: it was reported that following insertion the patient experienced pain, infection, urinary problems, organ perforation, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.